Event description:
A physician reported that he had a patient who had a "vns malfunction" in 2012. This was felt to be due to a suture granuloma. This occurred prior to the physician seeing this patient. The physician is not clear on the relationship between the "malfunction" and the suture granuloma. The identity of the patient is unknown. Attempts for additional relevant information have been unsuccessful to date.